Event description:
The customer's pump shut off unexpectedly. It is not know if this issue impacted the customer's blood glucose levels.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.